Manufacturer narrative:
(B)(4). At this time the system remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
--

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) with the left ventricular (lv) lead had high out-of-range (oor) pacing lead impedance greater than 2,000 ohms and low intrinsic amplitude detected via the patient's remote monitoring system. The lv trend shows several excursions to greater than 2,000 ohms however when the device was being interrogated, an impedance of 490 ohms was observed. Boston scientific technical services (ts) recommended to assess lead through x-ray and to perform isometrics to illicit an oor value. Additional information indicates that recently when the patient was checked, noise was recreated with isometrics. A lead revision procedure was scheduled for a date in the future. The cause of the observation was undetermined at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).